Event description:
Customer reports that a (B) (6) child was sedated for renalgram. While pt was in crib, the nurse attempted to insert the catheter and the pt began to scream. The catheter was removed. Upon inspection, the guide wire was seen coming out of the eyelet. No adverse outcome or intervention reported.

Manufacturer narrative:
Device requested for eval, but not rec'd at time of this report. Directions for use contains warning info stating: protrusion of the catheter stylet through the eye of the catheter during insertion, may puncture or damage the urethra.